Event description:
Allegedly, during the hospital's routine, random test, a video bronchoscope tested positive with stenotrophomonas. The hospital then tested additional scopes and out of 10 scopes tested, 8 of them were negative and on two of them test results are not available yet. They then traced the uses of this specific scope and found eight patients had been contaminated.

Manufacturer narrative:
Evaluation of returned scope: the scope passed the leak test (air) at 180mmhg (standard 160mmhg) both while the scope was still and while deflecting it. There was no loss of pressure at all. No vent cap was returned with the scope. The articulation lever was loose from the body of the scope. Articulation was still functional and deflection angle met specification at approximately 180 and 95 down. There was a minor "bump" on the shaft before the first marker line from the distal tip and a slight over-bend at the strain relief. The scope was still functioning when returned from the hospital. Scope was in use for approximately 2 years. The hospital was conducting their own investigation as to the cause and will not release any additional information at this time.

Manufacturer narrative:
This supplemental report is to provide add'l info we have gathered about this event since the original report of 06/10/2015. During follow ups with the account in various discussions we learned that they followed a johns hopkins hospital procedure for culturing bronchoscopes for routine tests. Since the first failure, they have tested all scopes they have and only the very first one that was tested positive (the one we filed the report on), and the rest of the scopes were all tested negative. The account considered the problem is related to their reprocessing and not the design or mfg of the device. We have also evaluated the subject scope that was returned to us and although we found some damages of the scope there was no leaks. We will repair the scope and at the same time have arranged a refurbished replacement sent to the customer. Although we have a field service tech who visits this account routinely, we also offered our product performance specialist to visit them and to view their reprocessing process. It needed, we will provide comments and suggestions to their process, and training to their staff. They accepted the offer and we have since scheduled the visit. In the meantime, if they have any questions or needs they can always reach us by phone.